Event description:
During a wedge resection procedure, the surgeon reported the second cartridge did not fire properly. Some of the staples malformed and were sticking through the tissue and tore a hole in the lung. The surgeon opened a competitor's product to complete the case and then opened the pt to oversew the hole in the lung. The procedure was extended by 30 mins.